Event description:
Patient reported skin irritation in the form of blisters, itching, and burning sensation. The patient reported seeing a doctor. Doctor recommended an itc medication (foile ointment) as a treatment method. Patient did follow proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.